Manufacturer narrative:
B4:01oct2021 failure analysis on the returned user interface front bezel shows that the nav-ring potentiometer pre-load and resistance measurement test failed. The reported complaint of set value changes without changing parameters & settings was duplicated.

Manufacturer narrative:
G5:510(k)#: k102985. B4:22jul2021. The service technician reported a phenomenon in which a set value moved back and forth on a setting screen was observed at the time of operation checking. An investigation of parts replacement revealed that a malfunction in the navigation ring caused the phenomenon. Therefore, the front bezel equipped with the navigation ring was replaced.

Event description:
The hospital medical engineer (me) reported that the parameter in the setting tube malfunctioned. The sales rep visited the hospital and confirmed the reported phenomenon. The customer reported that the unit was in use on a patient, but there was no patient harm reported.